Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Design history record (DHR) review for the system involved with the reported event was deemed not required since there is no indication of a manufacturing related issue. The probable root cause is attributed to an internal connectivity issue of the vsc power cord.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) power cord. The system was verified and ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the vsc power cord.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the vision side card (vsc) powered off by itself. The user confirmed that everything was black on the vsc (touchscreen and leds), but the surgeon side console (ssc) and patient side cart (psc) were still powered on. The tse could not review the system log since the system was not connected to onsite. The user was instructed to verify the vsc's circuit breaker and confirm that the electrical cable was securely connected on both sides, which it was. The tse suggested that the user shut down all the subsystems by switching the circuit breakers and epo and restart everything again, but the issue persisted. The user was instructed to move the power cord to another wall socket, but the issue remained. The tse advised the user to replace the power cable, which resolved the issue. The user called back to inform the tse that the vsc has started, however, the vsc shut down again during the call. The user decided to convert to laparoscopic surgery to complete the procedure. A procedure delay was reported.